Event description:
The customer reported that she had been experiencing high blood glucose levels for several hours a couple of days prior to the call. The customer reported correcting for the high, and performing a set change, but the high blood glucose level persisted. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 468 mg/dl, which was treated with a manual injection. The customer reported that she recently experienced multiple bent cannulas. Customer stated that she would consult her physician regarding the high blood glucose levels. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.